Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported on 20feb2026 through medwatch mw5182816 that during the exchange, the pump was temporarily off and the patient subsequently developed shortness of breath. The shortness of breath resolved after the pump was turned back on after the controller exchange. The patient was stable after the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 22jan2026, that the system controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2026, the log file captured a backup battery fault alarm due to the backup battery not passing the load test as the loaded voltage was outside the expected range as compared to the unloaded voltage. On (B)(6) 2026, the driveline was then disconnected followed by both power cables. The controller was shut down shortly after. This is consistent with the controller exchange. The backup battery fault alarm was active until the controller was shut down. The pump operated as intended while the driveline was connected and there were no additional notable events captured on the reported event date in the log file. The retuned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue the device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing emergency backup battery (ebb) fault alarms on (B)(6) 2026 that required a system controller exchange. This was the 4th time the patient had experienced this alarm and required a system controller exchange. The system controller was given to abbott representative to return for evaluation. The histories of previous controllers exchange due to ebb fault alarms are addressed under (B)(6) . Log files were sent for review. The event log files captured routine events up until 18jan2026 at 06:03 when the ebb faults started and continued up until the system controller was exchanged (B)(6) 2026 at 06:09. The ebb failed the load test during these faults.